Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that automatic mode switch (ams) occurred due to far field r wave oversensing and noise on the atrial lead. No intervention was performed; the patient was stable and will continue to be monitored remotely.